Event description:
New information states the implantable cardiac monitor has been explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, the implantable cardiac monitor could not be interrogated using two different merlin programmers. No intervention or patient symptoms were reported.

Event description:
Mew information stated that the patient condition was stable post procedure.